Event description:
It is reported that the surgeon was impacting the femoral implant onto femur and the spring clip holding the jaw fractured. Surgeon was able to finish impacting using the impactor. Piece of the spring clip that broke is missing. Sales representative confirmed that the piece was not left in the wound.

Manufacturer narrative:
This report will be amended when our investigation is complete.